Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited impedance measurements greater than 2000 ohms with decreased amplitude. Boston scientific technical services (ts) confirmed that the increase in impedance measurements was gradual. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.